Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) oversensing which inhibited pacing. Technical services (ts) suggest that due to timing it may have been atrial oversensing. Reprogramming options were suggested, including turning lv sensing off and consider only pacing in the right ventricle (rv) channel. Additionally, ts suggested x ray imaging to verify if the lv lead had become dislodged. Additional information is being requested from the field. This lv lead remains in service. No adverse patient effects reported.